Event description:
It was reported that the bd alaris¿ smartsite¿ gravity set secondary tubing had a loose connection to the drip chamber and detached without effort, causing a small amount of leakage during use. The following information was provided by the initial reporter: "rn switched out secondary IV bag, and the drip chamber detached from the secondary tubing with practically no effort. The secondary tubing in question had been first attached approx 6h prior to this event. Rn clamped secondary tubing, removed it, and replaced with another set. Small amount of IV fluid loss."

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes. D10: returned to manufacturer on: 15-feb-2023. H6: investigation summary : one sample was received and tested by our quality team. The sample was separated upon receipt and the customer's complaint has been verified. A high powered digital microscope was then used to determine possible root cause which was an improper application of solvent to the tubing where it is inserted into the drip chamber. A trend for the drip separation issue has been identified for this product line. The appropriate personnel have been notified of this complaint. We have funded a project to examine how to further increase the robustness of the 10802688 device and prevent future occurrences of this type. As part of the action plan, changes to the tubing to drip chamber assembly are in the process of being implemented. A device history record review for model 10802688 lot number 22049351 was performed. There were no quality notifications issued for the failure mode reported by the customer during the build of this set.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd alaris¿ smartsite¿ gravity set secondary tubing had a loose connection to the drip chamber and detached without effort, causing a small amount of leakage during use. The following information was provided by the initial reporter: "rn switched out secondary IV bag, and the drip chamber detached from the secondary tubing with practically no effort. The secondary tubing in question had been first attached approx 6h prior to this event. Rn clamped secondary tubing, removed it, and replaced with another set. Small amount of IV fluid loss."